Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, noise and an instance of low impedance was observed on the right ventricular lead. All electrical values were normal during follow-up and the noise could not be reproduced. No patient symptoms were reported. Device reprogramming was performed.